Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of the home care user that the device was in use with patient for 3 days. According to reporter, after removal of the site the cannula broke off and remained under the skin. The patient's health care practitioner removed catheter fragment. No further adverse effects to patient reported.